Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported she has experienced blood glucose as high as 451 mg/dl and ketosis since (B)(6) 2011, and she believes the insulin delivery of the infusion device is too low. Pt corrected elevated blood glucose by delivering an insulin injection and by changing the accessories and delivering insulin through the infusion device. Blood glucose sometimes decreased as low as 112 mg/dl. Pt did not have an infection and takes l-thyroxin and medication for her blood pressure. Her normal blood glucose range is 120-140 mg/dl. The infusion device was not exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.